Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a mildly calcified and mildly flexuous 90-99% stenotic lesion in the left circumflex artery (lcx). After a heartrail guiding catheter (terumo) was engaged in the ostium, an asahi sion blue guide wire was advanced into the lcx, when the distal segment of the guide wire was caught by the edge of the stent that had been deployed in the left main trunk (lmt). During withdrawal attempts, the distal segment of the sion blue guide wire was detached. It was informed that the wire fragment was located in the stent, where removal was not possible. A new unspecified guide wire was advanced to the lesion and an asahi nc kamui balloon catheter was dilated to expand the stent. The wire fragment was left in situ, and the procedure was completed.

Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: 3016119728. While the reported sion blue guide wire is currently marketed in the us under the model number ahw14r104s, the subject model is marketed some areas outside the us under the model number ah14r104sr. Investigation result: the reported sion blue guide wire was returned for investigation. The outer coil of the returned sion blue guide wire was found helically deformed likely for approximately 15mm from the distal mid solder (set at 20mm from the wire tip to fix the outer coil onto the inner coil) due to excessive rubbing. The outer coil was also found twisted and stretched for approximately 15mm from the distal mid solder, where the wire was found fractured. The inner coil was found with solder material at its distal end at approximately 12.5mm from the distal mid solder, where the core-composing twist wire and core wire were found fractured. The ball tip was not found at the most distal end of the elongated outer coil. Observation by scanning electron microscope (sem) found necking of the fracture end of the outer coil on the proximal side, which was a trace of ductile fracture caused by tension, as well as dimples at the center of the fracture surface. Measurement and observation of the returned sion blue guide wire suggested that the outer coil was stretched and fractured at approximately 18mm from the wire tip. The core-composing twist wire and core wire were fractured at approximately 7.5mm from the wire tip. Found with solder material at its distal end, the inner coil indicated that it did not undergo fracture. Lot history record review: lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Conclusion: based on the obtained information and investigation outcome, it was presumed that tensional stress generated with guide wire manipulation might have been locally applied on the distal segment of the sion blue guide wire while its distal segment was caught by the deployed stent. Consequently, the core wire and twist wire were fractured. As tensional stress generated during the removal attempts was locally applied, the outer coil was stretched and fractured. Although it was concluded that the reported event was not attribute to the product quality, it was concluded that the additional treatment with a balloon catheter was considered a health hazard and wire fragment left in situ was considered a permanent disability. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Do not perfonn stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects] separation of the guide wire